Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine (concentration 7.5mg/ml; dose 2.99mg/day) via an implantable infusion pump. The patient developed an infection around the pump after implant which resulted in swelling/edema near the pump. The area of the infection was the pump pocket. The hcp had difficulty reading the pump with the clinician programmer due to the swelling. The hcp also mentioned that she felt like the pump was implanted too deep as she could not even palpate the pump. The hcp felt the swelling was down some as of (B)(6) 2015 but was still present. The hcp mentioned that at the previous visit with the patient she put the pump under fluoroscopy to access. The event onset date and difficulty with telemetry was (B)(6) 2015. The patient was given intravenous (IV) antibiotics and was still getting the IV antibiotics at home to treat the infection. Treatment was ongoing. Event outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received from a consumer indicated the patient was in the hospital for a week after the device was implanted with an infection. The patient noted the doctor told her it was cellulitis but she noted they thought it was infected. The patient had been sent home with a PICC (peripherally inserted central catheter) line and was on intravenous (IV) antibiotics for two weeks through a PICC line. The patient noted the surgeon would no longer see her. The patient noted there was not any medication in her pump because they were not able to access the port to put the medication in. The healthcare provider (hcp) did an x-ray and thought the pump flipped which was why they couldn't access the port. It was noted they were sending the patient to a plastic surgeon to have a flap of skin removed so the pump could be closer to the skin. The patient noted she still had to take all her medicine by mouth. There was no medication in the pump and the pump kept going off. The patient was to follow-up with their hcp. The patient was to see the plastic surgeon on (B)(6) 2016. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a consumer and healthcare professional via a company representative. It was reported that there was an inability to interrogate or refill the pump. The company representative was not informed of any diagnostics/ troubleshooting performed. The pump flipped in the pocket. The pump had been dry for an undetermined amount of time. The physician decided to replace the pump on (B)(6) 2016. There was confirmed catheter flow. The issue was reported to be resolved. The patient¿s status was alive ¿ no injury.